Manufacturer narrative:
Initial reporter: address unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, it was reported that there were low draws while withdrawing blood from patients.